Event description:
Legal counsel for the patient reported that the patient underwent hallux valgus procedure on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2008 due to patient alleged reaction to the implant. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01965 / 01966).